Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for unintended movement and retraction problem could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, the physician noted that after the removal of the release pin, the actuator knob went into the clip delivery system (cds) handle. Shortly after deployment, it was observed the clip opened a few degrees. The clip remained stable on the leaflets and mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.